Manufacturer narrative:
(B)(4). Insulin pump received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the displacement test due to blank display. Pump also received with cracked battery tube threads and cracked case behind the pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a long crack beginning from the top of the insulin pump, all along the length of battery tube. No harm requiring medical intervention was reported. The insulin pump returned for analysis.